Event description:
The reporter works for xprt biomedical services. He was contacted by the facility and told to pick up the vent as a patient had expired. The unoffical report from reporter was that the vent had a constant low minute volume alarm for several hours. Apparently the person on shift had replaced the valve body and the alarm went away. The pt expired some 3 hours later. Reporter was clled to pick up the vent and he took it to his office, he said he was able to duplicate the error of a low minute volume alarm. He recalibrated the unit and has been running it for several hours and no other problems noted. He had changed the settings so nothing of the original settings were retained. I asked reporter for more infor and he could not give any more details other than we would be contacted as soon as he could get the s/n and other details. He would not give me anyones name at the facility as well.

Manufacturer narrative:
Low minute volume alarm. The rental dealer reported that they were able to duplicate the low minute volume alarm. They recalibrated the unit and ran it for several hours with no problems and no other problems noted during their evaluation.